Event description:
This drainage catheter fractured and the distal segment remained in the pt after a successful pericardiocentesis procedure. The pt was brought to surgery where the segment was retrieved without incident. The pt's condition is good and has since been discharged. This device is currently being evaluated by this MFR. Upon completion of the engineering eval, a supplemental medwatch will be forwarded under the appropriate sequence number. User technique and/or pt anatomy may have contributed to this event. However until the engineering eval is completed co is unable to determine the cause for this event.